Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during the preparation of an implant procedure. The estimated longevity of 10% was not as expected. This device was successfully replaced and is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: the returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during the preparation of an implant procedure. The estimated longevity of 10% was not as expected. This device was successfully replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during the preparation of an implant procedure. The estimated longevity of 10% was not as expected. This device was successfully replaced and returned to boston scientific for analysis. No adverse patient effects were reported.